Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was located in a calcified unspecified vessel. A 2.75mm x 12mm quantum maverick balloon catheter was advanced for dilation. During dilation of the lesion, the balloon ruptured before the pressure reached to rated burst pressure. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: the quantum maverick catheter was received inside a carrier tube. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole 4mm from the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was located in a calcified unspecified vessel. A 2.75mm x 12mm quantum maverick balloon catheter was advanced for dilation. During dilation of the lesion, the balloon ruptured before the pressure reached to rated burst pressure. The procedure was completed with a different device. No patient complications were reported and the patient status is good.